Event description:
It was reported that the product does not contain chlorhexidinacetat. The patient had a good wound healing with this product for five weeks, later wound healing was getting worse.

Manufacturer narrative:
Additional narrative: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned sample was functionally evaluated to assess the level of chlorhexidine acetate in the product. The chlorhexidine acetate level was found to be within specification. As stated in the IFU for this product 'bactigras contains 0.5% chlorexidine acetate bp'. A clinical assessment was carried out. It was concluded; ¿several attempts have been made to obtain medical documents to support this investigation. The external box as well as the instructions for use for bactigras state the items contain chlorhexidine acetate. Our risk management file, indicates the probability of a type I hypersensitivity reaction to this product is extremely low. As per clinical practice, is for health care providers to have a protocol in place for reviewing product labels and inserts for any indications, contraindications, hazards, warnings, cautions and instructions for use, including a check of product ingredients for patients with allergies/sensitivities, to determine suitability for individual patients in their care. No further clinical medical assessment is deemed necessary at this time. A risk management review was carried out. The potential risk / harm related to this compliant has been captured within this product risk files. It could not be confirmed that use of this product caused or contributed to the reported worsening of the wound. Therefore the root cause remains undetermined. No further action is deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.